Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. No medical record were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with deep vein thrombosis and pulmonary embolism. Approximately eleven years five months and nineteen days post filter deployment, it was alleged that filter strut detached and migrated into the right ventricle and pulmonary artery. It was further reported that the pulmonary artery was thrombosed and occluded. Reportedly, the one filter strut was removed by surgical procedure on second attempt and the second strut remains in the patient.